Event description:
Caller indicated the assure platinum meter was giving low readings. (B)(6) noticed that the pt was showing symptoms of having high bg levels, so she tested him with the meter and the results were 159 - she felt this couldn't be correct and she tested meter with control sol the results were within range, so she changed the batteries and tested him again and received the same reading of 159. (B)(6) then got a different meter and tested the resident and the results were 457. These were back to back readings. She then gave him insulin and he is now feeling fine. Replacing meter.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.